Manufacturer narrative:
Concomitant medical products: dtbb2d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and a lead integrity alert (lia) triggered due to oversensing with an elevated sensing integrity counter (sic). The lead was programmed off, and later part of the lead was explanted and replaced. No patient complications have been reported as a result of this event.